Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
A surgeon was using a chisel during a revision of a total hip and the chisel broke. It was reported that the surgeon was either trying to take out the cement or the prosthesis and the chisel got stuck in the cement and broke. Part of the chisel is retained in the patient.

Manufacturer narrative:
(B)(4). Device used for treatment and not diagnosis. Information received from facility.(B)(4): placeholder.